Event description:
It was reported that the insulin pump alarmed low battery and motor error. The blood glucose reading at the time of the low battery alarm was 169 mg/dl. The customer stated that the battery did not show less than 2 bars, and it did not last for longer than 1 week. No weak battery alert was received. The motor error alarm occurred during a bolus about a month previously, and the blood glucose reading at the time of the motor error was 108 mg/dl. There was also a no delivery alarm which occurred. No significant events leading to the alarms were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.